Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 300 mg/dl and a small ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated by disconnecting from the pump and reverting to manual injections. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. A system check with customer technical support confirmed the pump was functioning as intended. No issues were observed with the infusion set cannula, infusion set tubing, or insulin in use at the time.